Event description:
The customer reported via phone call that the infusion sets have had to be changed several times in the last week and a half because the insulin pump has been alarming no delivery. The customer stated that sometimes the no delivery would occur at the end of the reservoir and then if it happens when she changed the tubing. Blood glucose value was 300 mg/dl. The customer was unable to troubleshoot at the time. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.